Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301948 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that bd¿ 20 ml syringe with needle had foreign matter in the barrel. This was discovered before use. The following information was provided by the initial reporter: the midwife found a black foreign body in the barrel before use.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ 20 ml syringe with needle had foreign matter in the barrel. This was discovered before use. The following information was provided by the initial reporter: the midwife found a black foreign body in the barrel before use.